Manufacturer narrative:
Investigation summary: sample received 02/08/2018, samples were decontaminated by eo. DHR: mfg date of this lot is feb 2017. Qty is (B)(4) in auto-line 1#. Septum slit station no maintenance records related to defects, no abnormal records related to process sampling, no abnormalities during production. No abnormal records related to defects. Returned sample evaluation: actual sample received conclusion: unconfirmed. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Returned material showed reported defect. Yes. Factory inspection, this affected batch (lot#7019422) was assembled in intima-ii automation line 1 on feb 20, 2017. There was no abnormality on machine setting, slitting blade width and change frequency, septum washing, septum insertion depth, curing temperature and time for lubed needle, packaging and sterilization process recorded. Reviewed the inspection records for incoming septum (lot# 7035088), cannula and catheter adaptor used in the affected batch; no abnormality was found. All shift leaders, technicians and operators had been trained and certified for the task and processes they performed in production. There was no material and processes change during the production of the affected batch. In conclusion there are no abnormal records related to defects during the plant process. Checked the actual sample septum small holes and large holes are not closed. Based on previous investigation, performed leakage test on (B)(4) unused samples from the affected lot that were returned by the customer. Found (B)(4) samples with leakage when subjected to system pressure of 45 psi which failed the specification. (B)(4) retained samples from the affected batch # 7019422 were tested for leakage test to 45 psi system pressure per product specification. No leakage was observed in all retained samples. The septum¿s were also inspected under 10x microscope and no abnormality was found. The septum hole is not closed due to the aging of the septum. The defect is caused by the septum aging, is not related to the plant process. Is the product within specification? No. Probable root causes: the affected products could have been subjected to higher temperature than usual during the record hot summer. Thorough investigation followed by corrective and preventive actions will be conducted and implemented in the CAPA # (B)(4).

Event description:
It was reported that the nurse found a leak in the bd intima-ii¿ closed IV catheter system during use. No exposure to blood, medical intervention or serious injury noted.